Manufacturer narrative:
The customer contact olympus technical assistance center (tac), and they advised the customer the units lamp bulb must be changed. Tac provided the part number and the customer was going to place the order for new bulb. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus a lamp error on their video system for an unspecified therapeutic procedure. Additional details regarding this event are unable to be obtained. There was no harm, death, or user injuries reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the malfunction was caused by a defective lamp; however, the cause of the defect lamp could not be identified. Olympus will continue to monitor field performance for this device.